Event description:
Information received by medtronic indicated that the insulin pump hardware was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring black. Customer returned pump for alleged cosmetic damage located at an unspecified location on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, and minor scratches on lcd window. Cosmetic damage was confirmed at the battery tube and keypad overlay by visual inspection where a cracked battery tube and cracked keypad overlay was noted. Additionally retainer ring damage noted. Pump tested ok. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.